Event description:
A customer reported erroneous sodium (na) test results generated when using the au2700 chemistry analyzer. The customer stated that these results were not reported outside of the laboratory. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Customer troubleshooting included replacement of sample probes and syringes, and replacement of sodium (na) and reference electrode. Service was requested. Upon arrival (B)(6) 2013, the field service engineer (fse) was told by the customer that several times a day they may see high na results and sometime low chloride (cl) results that do not match when repeated. Fse evaluated that ise (ion selective electrode) system and found a damaged wire on the cl electrode. The fse primed, calibrated and quality control (qc) was performed. Recoveries were all good. The fse noted that laboratory humidity was outside the beckman coulter requirement of 20-80%. Laboratory humidity was noted to be 16%. Fse cautioned customer that issues with static electricity can be increased with such low humidity levels. On (B)(6) 2013, the customer called back into beckman coulter hotline requesting further fse contact. Customer made no reference to further patient result issues. On (B)(6) 2013, the fse replaced electrodes (second replacement), ise tubing (all of it), sample probes, sample syringe, buffer syringe, sample solenoid valve, buffer valve, reference valve (second replacement), reagent liquid level sense pcb, static brushes and the sample probe assembly. The ise was then primed and recalibrated. Customer successfully ran qc and about 100 samples with no issues. On (B)(6) 2013, follow-up contact was made with the customer. Customer very happy with fse work, stated so far no further issues with ise have been seen. Identification of failure mode: multiple parts were replaced: na & cl electrodes, ise tubing (all of it), sample probes, sample syringe, buffer syringe, sample solenoid valve, buffer valve, reference valve, reagent liquid level sense pcb, static brushes and the sample probe assembly. No isolated failure mode can be determined. There were five mdrs filed for similar events, occurring on the same instrument over 5 separate dates: 9612296-2013-00184, 9612296-2013-00185, 9612296-2013-00186, and 9612296-2013-00188.